Event description:
Paramedics attempted to use the device for routine ECG monitoring of a person complaining of chest pain. The device allegedly failed to display the patient's ECG and displayed only dashed lines. After approximately 10 minutes, the device displayed the patient's ECG properly. A backup device was subsequently made available and used for the remainder of patient care. There were no adverse effects to the patient reported as a result of the alleged malfunction.